Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The caller reported that she was hospitalized on (B)(6) 2016 due to an open heart surgery and it was not related to her high blood glucose level. Customer's blood glucose level was 288 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The customer took the insulin pump off before surgery and was off the insulin pump for about 15 days. When the customer got back on the insulin pump her blood glucose level went up to 422 mg/dl. She treated her blood glucose level. The high pressure test passed. The device was not returned.